Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194-88, implantable pacing lead, (B)(6) 2011; 4076-45, implantable pacing lead, (B)(6) 2011. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.